Event description:
Olympus medical systems corp (omsc) was informed that during a portless endoscopic surgery, the subject device was used. The ptfe pad of the subject device was separated while in use. The procedure was completed with another thunderbeat. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the distal end of the ptfe pad was worn and partially separated. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the ptfe pad was worn and partially separated due to activating output by the user without grasping anything (including after the tissue separated) while the grasping section is closed. Based upon the finding of the evaluation, this report appears to be related to user handling.